Event description:
Manufacture's ref.#: 321697.

Manufacturer narrative:
The investigation into this complaint consisting of an evaluation of the ventilators has been completed. No parts were replaced. The event log shows that ventilation was started in the pressure control mode of ventilation. There was a mode of ventilation change to ps/CPAP and later back to pc. Ventilation was all along relatively problem free for about 13½ hours when the alarms low expiratory minute volume low and high respiratory rate were generated. The alarms went on for about 5 minutes until the mode of ventilation was changed to ps/CPAP. This is the most likely period that is described in the problem description as massive auto triggering without external influence and confirms the reported problem. The ventilator passed a pre-use check 6 days before the event. There are no technical error codes in the logs and examination of the ventilator found no problems. The combination of the low expiratory minute volume and high respiratory rate alarms most probably indicate leakage but this has not been confirmed . There is nothing in the log that indicates that the auto triggering was caused by a ventilator malfunction, no parts have been replaced and there are no technical faults logged.

Event description:
It was reported that while the ventilator was connected to a patient and ventilating normally, it started a massive auto triggering without external influence. There was no patient harm. Manufacturer ref.#: (B)(4).